Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during colectomy procedure the bottom of the flexible ring became detached from the device and ripped. This happened at the end of the case. The piece that tore was removed from the patient with no consequence reported.